Event description:
A pt reported experiencing inaccurate erratic results with a lfs meter. The pt's blood glucose results were 145, 232, 173 mg/dl. Tests were done within 11-20 mins with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.